Manufacturer narrative:
The manufacturing records for the onxaap-25, sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. A 34-year-old male patient implanted with onxaap-25, sn (B)(6) on (B)(6) 2018 and required explant and replacement via onxapp-23 on (B)(6) 2019 due to unknown reasons. Attempts to obtain additional information were unsuccessful. There is too little information to know what, if any, relationship the explantation has to the valve. The instructions for use [IFU] for the on-x aap acknowledge explantation as a potential consequence of a complication following prosthetic valve replacement, but the complication leading to the decision to explant is not provided in this case. Each individual hazard is mitigated and reduced as low as possible by design and process. Post-production residual risk is communicated in the product¿s labeling and IFU (instructions for use). Root cause for this event is unknown. No further action is required at this time. Should additional information become available, it will be evaluated, and the complaint will be reopened. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxaap-25, sn (B)(4) implanted (B)(6) 2018 and explanted (B)(6) 2019.